Manufacturer narrative:
Samples were collected in plastic gold top serum tubes with a gel separator and centrifuged for five minutes at 3500. The specimen was allowed to clot for a minimum of one hour prior to centrifugation. Quality control was within the customer's established ranges prior to and after the event. Routine system checks were performed on 10/14/2009 and 10/20/2009; both passed within instrument specifications. The customer performed the tsh assay in triplicate on five different patient samples, all results were within expected precision. Service was not dispatched. Root cause was not determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events.

Event description:
Customer reported erroneous high access hypersensitive htsh (human thyroid-stimulating hormone) test result was obtained for one patient sample when using the access 2 immunoassay system. The erroneous high test results were above the normal reference range. Erroneous test results were reported out of the laboratory. Repeat analysis was performed. The test results were within the normal range. An amended report was issued. Sample was sent to a reference laboratory. The test results were reported as "high". Affect to patient treatment is unknown. No reports of death or serious injury as a result of this event.